Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and an obturator sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01668. The same patient is represented in each medwatch

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, pelvic organ prolapse, and a cystocele. The patient underwent the concurrent procedures of anterior repair and vaginal wall suspension with graft and cystoscopy during suburethral mesh implantation. It was reported that after insertion the patient experienced pain, erosion, dyspareunia, vaginal scarring and urinary problems. The patient underwent mesh removal in(B)(6) 2007. (B)(4) - dyspareunia; urinary problems. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-01668. The same patient is represented in each medwatch

Manufacturer narrative:
Adhesions. It was reported that following insertion the patient experienced adhesions.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced vaginal bleeding, recurrence, urgency, urinary frequency, vaginal pressure, and vaginal dryness.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary incontinence and recurrent urinary tract infections.